Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because the device was not returned. Investigation of production records could not be performed because lot information was unavailable. Although device analysis and lot history records review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria, therefore, it was concluded there was no indication of product deficiency. How this guide catheter had caused or contributed to the reported thrombosis was not confirmed based on the available information; it was inferred that operational context had most likely contributed to the thrombosis. Instructions for use (IFU) states: warnings: during procedures, perform appropriate anticoagulant therapy by taking the patient's condition into consideration; and, malfunction and adverse effects: distal embolism, thrombus.

Event description:
According to a case report titled, 'mechanical thrombectomy for occlusion near a ruptured intracranial aneurysm: a case report', in surgical neurology international 2020 :11(120), thrombosis occurred during a coil embolization procedure where multiple asahi and non-asahi devices were used. Which device had contributed to the thrombosis was not mentioned in this report. It was written as follows: a 58-year-old man was admitted to our emergency department with an acute onset of headache. Computed tomography (CT) showed a diffused sah [figure 1a]. The patient was diagnosed with world federation of neurosurgical societies grade 2 sah. Digital subtraction angiography (dsa) revealed a right-sided ruptured middle cerebral artery (mca) aneurysm, 2.3 × 1.9 mm in size [figure 1b] and a left-sided unruptured mca aneurysm. He was offered surgery and coiling, but we considered simultaneous bilateral coiling for treatment. Under general anesthesia, a 5 fr asahi fubuki dilator kit (asahi intecc, nagoya, japan) was inserted into the right femoral artery. The first activated clotting time (act) was 97 s. Following arterial access, 3000 u of heparin was injected, and an act of 144 s was achieved. The guiding catheter was inserted in the right internal carotid artery, and a three-dimensional dsa was performed to use the working projection (rao 111, cau 32) for separating the aneurysmal neck from the parent artery. After successful coil embolization, the aneurysm transformed into a neck remnant [figure 1c], with minimal possibility of re-rupture. After removing the microcatheter, a right internal carotid angiography (icag) revealed an occlusion at the proximal right mca m1 segment [figure 2a]. The act was 134 s, and an additional 3000 u of heparin was injected. We replaced the 5 fr asahi fubuki dilator kit with the 9 fr introducer sheath and 9 fr balloon catheter (tokai medical products, japan). The right icag showed that the clot had migrated from the m1 to the m2 segment [figure 2b]. The working projection was taken, and a 5max distal aspiration catheter (penumbra, inc., alameda, california, USA) was placed in the right mca. A microcatheter (marksman, medtronic, minneapolis, mn, USA) with a 0.014 inch outer diameter micro-guidewire (chikai, asahi intecc, nagoya, japan) safely penetrated the distal m2. The stent retriever (solitaire 4 × 20 mm, medtronic, minneapolis, mn, USA) was opened in the occluded vessel without covering the aneurysmal neck [figure 3]. The stent was withdrawn into the intermediate catheter under continuous mechanical aspiration, and the clot was removed using the stent retriever [figure 4a]. The icag showed complete recanalization (thrombolysis in cerebral infarction scale 3), and the aneurysm was unaffected [figure 4b]. The time between the onset of occlusion to the re-canalization was 59 min. A follow-up CT scan showed no aneurysm rerupture [figure 4c]. Magnetic resonance imaging (MRI) showed minimal intracerebral infarction [figure 5a] and magnetic resonance angiography showed the remaining re-canalization [figure 5b]. Following rehabilitation, the patient had no neurological deficits (modified rankin scale 0) after 3 months.